Event description:
It was reported that the expected pump volume was 18.5 mls, while the actual volume was 40 mls. They were also unable to aspirate from the catheter. They were suspecting a catheter issue. Diagnostic testing was planned. No patient symptoms were reported. The hcp further reported that the pump was used to deliver lioresal and that via unspecified troubleshooting; the problem was determined to be a catheter kink. The catheter was revised. The final patient outcome was reported as "no injury".